Event description:
A male who received op-1 putty in conjunction with calstrux in 2004, was hospitalized with benign paroxysmal positional vertigo in 2005. The etiology is suspected to be a history of benign paroxysmal positional vertigo. The event resolved. He additionally experienced an electric like shooting pain down the posterior aspect of his left lower extremity, and some right parascapular pain, which were both deemed nonserious events. The outcome of the nonserious events are unknown. The surgeon does not suspect the events were related to the use of the products.